Manufacturer narrative:
Section a2, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported with the preloaded monofocal intraocular lens (iol), the lens injector was broken at the tip. Through follow-up, we learned that the lens did not come into contact with the patient. In a subsequent follow-up, we learned that during insertion, the lens was damaged and could not be used. No additional information was received.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 16-dec-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product returned. The plunger rod was found advanced and the cartridge tip was observed cracked and the cartridge was damaged. Additionally, the plunger rod tip was damaged in a way that was consistent with damage that may have occurred during shipping. Viscoelastic residue was distributed through the length of the cartridge. The device assembly and plunger rod advancement were inspected and presented with no issues. No lens was received for evaluation. No further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.